Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage where the pump infusion set was connected to the smartsite extension set could not be verified due to the product not being returned for failure investigation. A device history record review for model 22603-b007t lot number 20086389 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp ss bag 20d low sorb tex leaked chemo during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I wanted to bring to your attention that when we were using the tubing substitution for chemo a few weeks ago we had a failure and had a major chemo spill. No one was harmed but the products were 26603-b007t and the extension set 30202e. Chemo leaked between the pump infusion set and the extension set." "The chemo spill occurred on (B)(6) 2020 in our infusion center. What had happened was a nurse had administered the chemo to the patient. When she came back to check on the patient she noticed drug was leaking from where the pump infusion set was connected to the smartsite extension set. The line was clamped off appropriately and no chemo actually spilled onto the patient just on the floor. We followed our protocol to clean up a hazardous drug spill and no harm was done to the patient. The product numbers are 22603-b007t for the infusion set with lot# (10)20086389 and 30202e for extension set lot # (10)20026464."

Event description:
It was reported that the as lvp ss bag 20d low sorb tex leaked chemo during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I wanted to bring to your attention that when we were using the tubing substitution for chemo a few weeks ago we had a failure and had a major chemo spill. No one was harmed but the products were 26603-b007t and the extension set 30202e. Chemo leaked between the pump infusion set and the extension set." "The chemo spill occurred on (B)(6) 2020 in our infusion center. What had happened was a nurse had administered the chemo to the patient. When she came back to check on the patient she noticed drug was leaking from where the pump infusion set was connected to the smartsite extension set. The line was clamped off appropriately and no chemo actually spilled onto the patient just on the floor. We followed our protocol to clean up a hazardous drug spill and no harm was done to the patient. The product numbers are 22603-b007t for the infusion set with lot# (10)20086389 and 30202e for extension set lot # (10)20026464."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of leakage where the pump infusion set was connected to the smartsite extension set could not be verified due to the product not being returned for failure investigation. A device history record review for model 22603-b007t lot number 20086389 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.